Event description:
Additional information was received. The patient with this lead returned to the hospital after experiencing muscle stimulation. A revision was performed. During the procedure, after the pocket was opened, visual observation revealed the lead projected and moved from the outside of the epicardium to the inside of the endocardia. The epicardium was reinforced with a patch and the lead remains implanted. No further patient symptoms were reported.

Event description:
Boston scientific received information that approximately two and one-half months post implant, an urgent follow up of this right ventricular lead was performed. Computerized tomography was performed revealing this lead had perforated the pericardium. Device interrogation revealed no abnormalities. Impedance measurements were acceptable, however increased threshold measurements and decreased sensing was observed. The device was reprogrammed to aai pacing mode as the patient has sick sinus syndrome. A revision procedure is intended in the near future. No adverse patient symptoms were reported as a result of this issue.

Manufacturer narrative:
(B)(4). This is the information known at this time. When additional information is obtained, this event will be updated.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.